Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. 1 defect sample and 7 reference samples were returned. Bdj checked defect sample and found that outside of the barrel was dirty. Photo attached. (B)(4).

Event description:
It was reported, inside the bd loads ¿ 29g x 12.7mm insulin syringe barrel was black and dirty. Found before use. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 6291653. Investigation summary: customer returned (8) 3/10cc, 12.7mm, 29 syringes (1 loose, 7 in a sealed poly bag) from lot # 6291653. Customer states that the inside of the barrel was dirty and black. All returned syringes were examined visually and under the microscope and the loose sample as well as 4 out of 7 samples from the sealed poly bag exhibited dark material on the surface of the barrel. A small portion of this material was removed from the barrel and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of scale print ink. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements. CAPA (B)(4) was initiated by the (B)(4) plant to address printing defect issues and their associated root cause(s). On 24oct2017, (B)(4) received one (1) loose and seven (7) 0.3ml, 12.7mm, 29g syringes in unopened polybag from batch# 6291653. All samples were decontaminated per (B)(4) prior to being evaluated. Upon evaluation by (B)(4), it was noted that both the loose sample and 4 of the 7 in the unopened polybag presented with what appears a light imprinting of print ink residue. This type of cosmetic printing defect can be found when there is residual ink on the printing pads when they come into contact with the surface of the barrel. When this occurs, the "shadow" affect, as noted with these samples, is possible. This printing issue, however, is cosmetic in nature only. No impact to the consumer is conferred due to this phenomenon.